Event description:
It was initially reported that there are two events which occurred while using intergel; there are no details available right now. Add'l info provided on 1/2/03 indicated a pt with pelvic pain underwent a pelviscopy, lysis of adhesions and trachlectomy (laparoscopy with co2 use). They were re-hospitalized with chemical peritonitis 12 days after the original procedure was done. Their pre-op wbc=4.7 on 10/6/02, and wbc 8.5 on 10/24/02. No post-op wbc obtained. Readmission was at another facility. Update 01/09/03: uf voluntary medwatch #1026981 was confirmed to be asscoiated with this event. It was noted uf file #1026981 had a total hysterectomy noted on the medwatch papaerwork with no other add'l info noted in the file.